Event description:
Customer reported an rh discrepancy on the galileo. Donor sample tested on the galileo resulted as rh positive. The customer states that an outside facility reported the donor sample as rh negative.

Manufacturer narrative:
Review of instrument images: galileo -weak d testing performed donor sample - a positive (weak d positive) donor sample in row 2: (reflexabo) a2= neg reaction/ 19 reaction strength b2= neg reaction/ 19 reaction strength c2=neg reaction/ 15 reaction strength d2=neg reaction/ 15 reaction strength e2=neg reaction/ 14 reaction strength f2=4+ reaction/ 80 reaction strength g2=3+ reaction/ 77 reaction strength repeat testing with different sample from same patient- galileo- weak d testing performed donor sample- a negative (weak d negative) donor sample in row1 a1=neg reaction/ 10 reaction strength b1=neg reaction/ 16 reaction strength c1=neg reaction/ 18 reaction strength d1=neg reaction 12 reaction strength e1=neg reaction/ 15 reaction strength f1=3+ reaction/ 72 reaction strength g1=3+ reaction/ 74 reaction strength plate (B)(6) ((B)(6)09 @ 1807): (weak_d assay) well g6= neg reaction/ 14 reaction strength well h6= neg reaction/ 16 reaction strength customer was able to successfully repeat the testing on the galileo and achieve the expected result. We are unable to determine the root cause of the unexpected positive reactions with the sample and the anti-d series 4 at this time. There were no errors on this plate during testing. The customer did not return sample for further serological testing.